Manufacturer narrative:
During technical onsite visit the field service engineer (fse) could not duplicate the eyetracker issue. The fse cleaned the infra-red lights. System operating to factory specifications. No technical root cause was identified as the product was found to be within specifications. Most probable root cause could be a splash on the light. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A center director reported intermittent eye tracker issues with a patient during surgery. Follow up information received stated the patient's outcome was not affected. There is a possibility it was a splash on the light or the doctor's hand was in the way.